Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the small screen on a 980 ventilator was blank. Reportedly, the customer "re-booted" the device and the screen was working. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Additional information was received on 2017-jul-10 regarding patient involvement. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.